Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump exhibited residual volume of 74, rate 2.3, given 34.1. Patient not affected. Settings reviewed, pump turned off and tubing clamped. Cassette removed and tubing massaged. Bubbles are present in the cassette tubing. Cassette tapped on hard surface and reattached. Pump alarm returned upon start up. Process repeated and alarm persists. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a pump constantly alarming "air in line" is a faulty air detector; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.